Manufacturer narrative:
Eval of the returned cartridge identified a leak at the bonded area between the pump segment and connector. A review of complaint history indicates that this is a random event. There is no indication of a systemic issue. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
During a routine hemodialysis treatment, a cartridge fluid leak was observed. The dialysis treatment was ended and the blood was rinsed back. The pt experienced cramps during the treatment and 700cc saline bolus was administered and pt drank 100cc of po fluids. No other medical intervention was reported.